Event description:
It was reported that a user new to the ilet experienced recurring nocturnal low glucose events and contacted support for education on appropriate low-glucose treatment timing with the ilet¿s alerts. Investigation included technical support review and user education. Investigation of this case revealed normal device behavior with user guidance provided on alert-driven treatment and expected algorithm learning. No symptoms associated with low blood glucose was reported. Outcomes included no reported injury and no medical intervention beyond oral carbohydrate treatment. It was concluded that the event was related to hypoglycemia with an unclear cause and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.